Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a noir metzenbaum wvct scis del cvd 180mm . According to the complaint description, the blade of the scissors was damaged during surgery. The blade was damaged when a renal ureter was removed. The broken part was removed, but it is unknown if it was completely removed from the patients body. No infection occured. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
H6 was supplemented and corrected. Investigation results: visual investigation: the investigation was carried out visually and microscopically. A visual inspection of the product and the fracture surface was carried out and no deviation was found. In addition, we found a trace of use on the level of the fracture surface. Furthermore, a visual inspection of the broken fragment and the fracture surface was carried out and no deviation was found here either. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference (B)(4).